Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed during the res on-site evaluation. The unit passed all functional checks without errors or problems. System self-test completed without issue. Functional testing performed by the res confirmed that the unit was operating properly. No system malfunction observed or identified; the unit worked per specification. The 2008t hd machine has been returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation was not able to identify any device issues that could be associated with the reported event. The evaluation of the complaint device confirmed that the 2008t hd machine functioned fully as designed and met specification.

Manufacturer narrative:
(B)(4). The manufacturing investigation is in progress. A supplemental MDR will be submitted at the completion of this activity.

Event description:
A facility biomedical technician called technical support to report that a patient experienced cramping during their hemodialysis (hd) treatment with suspected excessive fluid removal. According to information received from the facility's clinic manager (cm), the patient's ultrafiltration (uf) goal was set to remove 4.0 lbs. However, 8.0 lbs was removed which resulted in excessive uf of 4.0 lbs (1.8kg). The patient experienced cramping. However, no medical intervention was required. The patient condition following the event was noted as being ¿fine.¿ following the event, the 2008t hemodialysis (hd) machine was removed from service for evaluation. A fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. No machine malfunction was observed or identified. Functional testing performed by the res confirmed the system was operating properly. The unit was returned to service at the user facility without a recurrence of the reported issue. The patient continues to undergo routinely scheduled hemodialysis (hd) treatments.